Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms as well as loss of capture. An x-ray performed did not show any abnormalities with the ra lead. The ra lead was reprogrammed and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.